Event description:
It was reported that (1) device was used during a rectum procedure. It was reported by the affiliate that the tsb45 was used in the case. 10 days after the surgery, the pt became ill. There was a reoperation and distal was found with malformed staples and an anus praeter. More info to follow from affiliate. The device is not being returned. 04/28/2000: additional info from affiliate. A part of the rectum was resected using the tsb45 device. The tsb device functioned without showing any problems. The anastomosis was performed using an ethicon cdh device. That instrument functioned well also. A leakage test was performed and the anastomosis was found to be sufficient. There was no indication for an abnormal initial post operative healing process. 5-6 days after the procedure, the pt felt pain. X-ray examination was performed. A leakage of the anastomosis was noticed. A rectoscopic examination showed that the circular stapler staple line was sufficient. It was noticed that the staple line of the tsb device was insufficient. The blood circulation in the respective area was sufficient. The staple line was then closed by hand suturing. The surgeon found some staples that seemed to be not completely formed. Since the pt felt persisting pain, an artificial anus was performed. There was no further adverse pt consequence.